Event description:
No additional informartion.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: "im immunization injection of prefilled syringe attached to 1" needle. Needle primed prior to injection. Upon injection of vaccine, needle separated at hub and vaccine sprayed out due to resistance in needle upon injection." Impact of incident: child required repeat im injection. Who was affected? Patient. Frequency of problem: first time. Procedure: im injection.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.